Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30991604l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that after ablation of the roof, blood pressure dropped, and effusion was confirmed by echocardiography. Timing was after roof ablation. The procedure was terminated because effusion was confirmed. Cardiac tamponade atrial septal puncture was performed by nrg rf transseptal needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 8ml under 30w and 15ml over 31w. Description of health problems ---cardiac tamponade. Progress (current patient's condition) --- after the procedure, the patient was treated with medication only and no drainage. Method of cf monitoring --- dashboard, vector, visitag. Visitag coloring settings ---tag index. Additional filters in visitag ---fot. Causal relationship with product ---unknown. There were no abnormalities observed prior to and during use of the product. The complaint product(s) will not be returned for analysis. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. Vasopressor was administered. No pericardial drainage was required. Outcome of the adverse event was fully recovered. No extended hospitalization was required. Relevant tests/laboratory data -none. Other relevant history ---none. Generator information was smartablate generator, serial number (B)(6). Transseptal puncture was performed with rf needle made by japan lifeline. Prior to noting the pe or CT, ablation was performed. No evidence of steam pop observed. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was during ablation: up to 30w: 8ml/min, over 31w: 15ml/min. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure dashboard; vector; visitag were used. Visitag module was used, parameters for stability used was range 3mm, time 3s, fot 3g25%, tag size 3mm. Additional filter used with the visitag was fot. Tag index was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.